Event description:
It was reported that after charging pump battery and upon removing the tandem provided charging cable from the pump usb port, the cable separated and sparked leaving the metal end in the pump usb port. Customer removed the metal piece from the pump. Pump was operating as expected. Customer received no injury and there was no reported adverse impact to customer's blood glucose. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb metal end in the usb port issue was verified. However, as the usb cable was not returned, the alleged spark could not be confirmed.